Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was observed on (B)(6) 2021 that the status led of the subject home monitor remained orange when the device was plugged. It did not turn to green during the one hour that this test lasted. The home monitor was returned to microport crm and the same behavior was reproduced, excluding a network issue at the patient's home. As no remote data could be transmitted to the hospital, a new home monitor should be delivered to the patient.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was observed on (B)(6) 2021 that the status led of the subject home monitor remained orange when the device was plugged. It did not turn to green during the one hour that this test lasted. The home monitor was returned to microport crm and the same behavior was reproduced, excluding a network issue at the patient¿s home. As no remote data could be transmitted to the hospital, a new home monitor should be delivered to the patient.